Manufacturer narrative:
(B)(4). The ventilator was evaluated by the non-medtronic service provider; it was reported that replacing the expiratory filter resolved the issue. Medtronic was not authorized to conduct the repair.

Event description:
The customer reported that the ventilator had a circuit disconnect alarm. Patient involvement information was not provided by the customer.